Event description:
The user facility reported that this device was involved in an over-infusion incident. The specifics of the incident were not made available; however, there was no adverse effect on the pt.